Event description:
A customer sustained a needlestick while using the proguard ii needle holder. Customer states that while retracting the needle with the white needle retractor the customer sustained a needlestick. Person that the blood was being drawn from was low risk.